Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 579 mg/dl. A correction bolus was delivered to address bg. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling. Additionally, it was reported that occlusion alarms occurred. Customer cleared the alarm and resumed insulin delivery. Customer¿s blood glucose level was 285 mg/dl at time of event.

Manufacturer narrative:
Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.